Event description:
The caller alleged discrepant results when compared with the lab results. The results are as follows: late 2008, 0.8, 1.8. Same day, 1.1, 1.8. The caller also alleged discrepant results when repeated the test. The test results are as follows: 0.8, 1.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: late 2008, inratio: 0.8, lab: 1.8, mean: 1.3, confident limits: 1.1-1.9. Same day, 1.1, 1.8, 1.45, 1.1-1.9. As per internal procedure, the test 1 inratio value is not within the confident limit. Test 2 the inratio and lab values are within the confident limit. The product will be investigated. The patient also repeated test. The test results are as follows: 0.8, 1.1, average: 0.95, stdev: 0.21, %cv 22.33%. As per internal procedure, if the %cv is greater than 20% the acceptance criterion is not met. The product will be investigated.